Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.

Event description:
This medwatch report is in response to a letter received from the FDA dated 04/17/2008 requesting add'l info regarding an adverse event reported directly to the FDA by the pt. Per the letter received, the pt reported the following info: "acuvue oasys lenses caused repeated infections in both eyes. I have extreme sensitivity to light, head aches, red swollen eyes, itching and loss of vision. The severity of my condition has increased resulting in the inability to drive or read. I have lost time at work and money spent on ophthalmologist visits and medication. Dose or amount: daily wear. Dates of use: 2007-2008. Diagnosis or reason for use: myopia -2.25. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes." A lot history completed on the product in question indicated that the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Multiple attempts have been made to contact the pt to obtain add'l info; no response has been received from the pt. As reported in the letter received from the FDA dated 04/17/2008, the lot number of the product in question is b006gtw1ur. Lab testing was not conducted, as the product in question was not returned by the pt. Failure analysis was not conducted for this event as the criteria for a failure investigation was not met per our procedure. A lot history completed on the lot number of the product in question indicated that the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The pt has not responded to multiple attempts to contact in order to obtain add'l info and obtain the product in question for analysis. The pt has not responded to multiple attempts to contact in order to obtain additional info regarding this event. No add'l info is available at this time. No other info is available to indicate that the lens was a direct cause of this injury nor can we rule out that this injury would not have occurred had the pt not been wearing a contact lens. The product in question is not available for eval and investigation. The lot history review indicates that all release criteria were met. There are no other adverse events documented in our worldwide complaint handling system for the lot in question. Based upon available info, we determined no remedial action is warranted. Product was not available for eval and/or investigation. All MDR reports are reviewed at quarterly management review meetings. Based on the limited info available, no further investigation can be conducted at this time. We will continue to monitor, track and trend similar events. This appears to be an unusual and isolated event. Based upon the info received, no conclusions can be drawn regarding the cause of this injury. All MDR reports are reviewed at quarterly management review meetings. Based on the limited info available, no further investigation can be conducted at this time. We will continue to monitor, track and trend similar events. This appears to be an unusual and isolated event. Will report any add'l info within 30 days upon receipt should any add'l info become available.